Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia also insulin pump had blank display. The customer blood glucose level was 410mg/dl and treated themselves with insulin pen and now they are down to 214 mg/dl. Customer states the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer states the black screen did disappear. Customer stated they did not want to troubleshot and confirmed they were not hospitalized for high blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. No missing segments noted.